Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after and implant duration of approximately (B)(6) months due to endocarditis. No other details reported.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned; therefore, the root cause of the reported event could not be investigated. Endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: the reported event of this annuloplasty ring being explanted after approximately 7 months due to endocarditis cannot be confirmed. Cuts were found in the sewing ring cloth, which were most likely due to mechanical damage during explant. No inconsistencies were detected in the x-ray as the ring was intact. Additional manufacturer narrative: unfortunately, the root cause of this event could not be confirmed. Through additional follow up with the health care provider, it was also learned that the patient has expired. No other details provided.